Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. After day 1 of wearing the sensor, the patient started to experience itchiness and redness. It was indicated that the patient scratched the sensor off and the skin was bumpy where the adhesive patch was. On (B)(6) 2017, the patient's mother took the patient to the dermatologist and the dermatologist prescribed the patient with a fluocinolone acetonide topical solution to treat the affected area. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.